Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f28047, h11g25033, h11h19059, h11h18044, h11i07086 and h11j03043 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause was undetermined. No device malfunction or use error was identified.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of diarrhea, blood pressure issues, and peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, dianeal and extraneal therapies were withdrawn. During a call with baxter technical services (bts), the following was reported. On (B)(6) 2012, the caregiver stated that the patient had diarrhea. On an unreported date, the patient used lower concentration (1.5%) solution due to blood pressure issues. The patient was empty and requested bypass to last fill. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. It was unknown if the patient recovered from the event of peritonitis. An opinion of causality was not reported for the events of diarrhea and blood pressure issues. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.